Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. Varying and high thresholds and loss of capture were noted on the right ventricular (rv) lead. Dislodgement was suspected. During the revision procedure the setscrew of the implantable pulse generator (ipg) would not attach to the new rv lead. The ipg was explanted and replaced. The original rv lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness.